Manufacturer narrative:
As part of heartflow's quality monitoring process, we identified a potential false negative and informed the ordering physician. Hfid #lhn-181218-qxrx: the investigation identified a potential false negative in the rca and lcx. This was due to analyst error; after the initial analysis was delivered, a second analysis during a quality review resulted in a decrease in the distal ffrct value from 0.83 to 0.72 at the rca and 0.85 to 0.71 on the lcx. While heartflow has identified this issue, the physician has not provided feedback, nor indicated a safety event with the patient. No additional follow-up to this MDR is expected.

Event description:
Heartflow identified a potential false negative result.